Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that calcification was present at the stj and landing zone. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the balloon ruptured during deflation (during deployment), as evidenced by blood in the syringe. The patient had an edwards surgical mitral valve, and the rupture likely occurred upon contact with the mitral valve frame." The 3mensio revealed the presence of pre-existing mitral valve and calcified landing zone. In this case, it is most likely that the interaction between the balloon with the pre-existing mitral valve and calcification may have compromised the balloon wall during inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, pre-existing stent and calcified landing zone can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, available information suggests that patient factors (pre-existing stent, calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra resilia valve, the balloon ruptured during deflation (during deployment), as evidenced by blood in the syringe. The patient had a edwards surgical mitral valve, and the rupture likely occurred upon contact with the mitral valve frame. The procedure was otherwise completed successfully. The left coronary artery was protected with a stent in the left anterior descending (lad) artery, and the guide catheter was retracted during valve deployment to minimize balloon contact with the stent. The valve was deployed slightly lower than usual (~80/20). Once fully expanded, the balloon burst, likely due to interaction with the mitral valve frame. The atrion was deflated and noted to be filled with blood. It was withdrawn into the sheath without difficulty, and no harm occurred to the patient. The device was discarded at the hospital.

Manufacturer narrative:
The investigation is ongoing.